Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer for two separate pts, tested on two different dates.

Manufacturer narrative:
Sample was serum collected in 13x100 mm greiner tubes, and centrifuged at 3000 for 10 mins at 20 degrees celsius. Sample was a clear draw and sampled from the primary tube. On (B)(4) 2010, the field service engineer evaluated the analyzer. The customer had reported an on-going issue of leakage from the dispense probes #3 and #5 which resulted in excessive build-up around the mixer pulleys. The field service engineer replaced the mixer motor assembly. Re-assembled and completed all necessary alignment offset adjustments. Primed the system and ran a system check with acceptable results. The field service engineer documented the instrument was "okay" for use. The hardware issues addressed by the field service engineer were determined to be the root cause. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is MDR 2122870-2011-04260.